Event description:
Per the clinic, the patient developed an infection at the implant site and was prescribed oral antibiotics on (B)(6) 2015. Subsequently the device was explanted on (B)(6) 2015. The device has not been made available for analysis as of the date of this report, (B)(4) 2015.

Manufacturer narrative:
This report is filed 29 jul 2015.

Manufacturer narrative:
(B)(4). Device is currently unavailable.